Event description:
Patient's right ventricular lead was found to have reduced sensing and elevated threshold. Noted that the extracted pulse generator had a small dent near the header and discussion with medtronic technical service's representatives recommended a new ICD generator. With this in mind a new generator was attached to the new aicd leads.